Event description:
A consumer reported that following the use of this product,her right eye began to burn, turned red, and felt pain in that eye. She only used the solution with her right contact lens. She reports she had to use an ice pack to help alleviate the pain. She visited a healthcare provider who is not her regular doctor. He diagnosed her with inflammation in her right eye. He treated her with antibiotic and steroid drops. She has not used her contact lens since the event happened. She is afraid to put them back in her eyes. She wears multifocal contact lenses. She reports she stopped treatment a few days ago and her eye is doing much better today. Additional info was received from the consumer who reported that as soon as the contact lens touched her eye, it burned and her eyes became red. The pt reported the pain was severe and she called her physician. She had to be driven to the doctor's appointment due to impaired vision and pain. The doctor prescribed a combination of antibiotic and steroid eye drop along with a nonsteroidal anti-inflammatory drop to treat her inflammation and pain. The consumer discontinued contact lens wear for a week. She reported the event is resolving.

Manufacturer narrative:
Eval summary: no sample has been received from the customer. The complaint history was reviewed and there was no other complaint of this nature reported. Review of the compounding and filling MFR batch records (mbrs) did not show any anomalies that may have contributed to the complaint condition. The chemistry and microbial finished product results were reviewed and found to be acceptable. Incoming components testing results were reviewed and found to be acceptable. The environmental, utility, bioburden, and sanitization records were reviewed and found to be acceptable. This lot met all release criteria prior to product release. No root cause can be determined, however red eye and burning are consistent with known adverse events. There have been no other similar complaints reported in the lot number. Attempts have been made to obtain additional info on 05/30/2012 and 06/15/2012 by phone, fax, and mail. A completed questionnaire was received from the consumer on (B)(4) 2012. A completed questionnaire has not been received from the healthcare provider. (B)(4).